Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling up when attempting to test. Customer stated that the insulin pump was clipped to a bra and may have been exposed to perspiration. Customer's blood glucose reading at the time of the call was 229 mg/dl and has treated with a shot. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.